Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of the intraocular lens (iol) into patient's operative eye, the iol was observed to be cracked. The lens was then removed from the eye. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 4/16/2018. Device evaluation: the inserter device was returned to the manufacturing site for evaluation. The lens was not returned. The plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects are observed on the device. The plunger was found locked. Visual inspection with magnification was performed. Some viscoelastics is observed at the cartridge tip; directions for use include to completely fill the viewing window with ovd. The cartridge is observed with stress marks, the cartridge tip is deformed. The reported issue was not verified since the lens was not returned. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process. No product quality deficiency was identified. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.